Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock while brushing their teeth. Technical services (ts) noted it appeared to be electromagnetic interference (emi) and had large railing noise on the electrode. Ts recommended trying to reproduce and consider an x ray. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock while brushing their teeth. Technical services (ts) noted it appeared to be electromagnetic interference (emi) and had large railing noise on the electrode. Ts recommended trying to reproduce and consider an x ray. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the smart pass feature of this s-ICD had previously disabled.